Event description:
It was reported that during the patients lead pull procedure, the contacts on one of the leads were dislodged when the physician removed it. It was confirmed through x-ray that the distal tip of the lead that broke off was superficial. The physician was able to remove the fragmented piece of the lead through a small incision. The patient was doing well postoperatively and the lead was kept by the medical facility.